Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis lucera elite duodenovideoscope and a single use distal cover, upon withdrawal of the scope at the conclusion of the procedure it was discovered that the distal cover had fallen off the scope and into the patient¿s body. The distal cap was not retrieved. The procedure was completed without retrieving it. The physician believes that the patient has already excreted the distal cap. No further consequences to the patient have been reported. The physician feels the distal cover might have been loosely worn. Case with patient identifier (B)(4) reports the scope used in the procedure. Case with patient identifier (B)(4) reports the single use distal cover used in the procedure.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off are as follows: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: ¿ the facility reconfirmed the correct operation method by contacting olympus or another expert within their facility. ¿ the facility carefully reviews and follows the instruction manual. ¿ the facility educates or continuously educates its personnel about handling methods. ¿ the facility inspects the distal cover prior to attachment. ¿ the facility uses care when attaching the distal cover, so that it does not crack. In addition to the above, the following additional information was obtained: ¿ after the reported event (detachment of the distal cover) occurred, olympus provided materials on how to handle the distal cover and provided the facility further education. Furthermore, education was given to all facility staff to confirm whether the distal cover was caught on the hook of the scope after attaching the distal cover. ¿ during the facility visit, the condition of the distal cover was inspected prior to attaching to the scope. Also, it was confirmed that the distal cover was attached correctly. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their product carton (until time of use) and stored on a shelf next to the procedure room. Just prior to the procedure, a product carton of distal covers is placed on the lower level of the endoscopic retrograde cholangiopancreatography procedure (ercp) wagon located in front of the procedure room. Some of the distal cover sterilization packs were removed from the product carton and placed on the upper level of the wagon (on top of the endoscope - tjf-q290v). The facility reported that they do not know the specific chemicals used when the distal cover detached. However, during the procedure observation by olympus, cleash solution was sprayed on gauze twice, and then the gauze was used to wipe the lens of the scope with the distal cover attached. Occasionally, cotton swabs are used instead of gauze. Gascon drops and physiological saline were administered directly into the body through the forceps channel during endoscope insertion and sent to the forceps channel to lubricate. Contrast (urografin) was administered through the cannula during the endoscope insertion. Xylocaine or null jelly is administered orally to the patient before the inspection. Tap water with gascon drop is typically used during endoscope preparation and pre-use inspection. It was confirmed that a crack has never been observed on the distal cover before attaching it to the endoscope. The following additional observations were made by olympus during the interview: ¿ when the user pushed the cover onto the scope, the olympus observer had to pinch it with his thumb and forefinger to push it in place. ¿ while confirming that the distal cover would not come off the endoscope after it was attached, it was observed by olympus that the user pulled but did not twist the device. ¿ boston's bloxtm (sbt-546-100) mouthpiece was used during the procedure.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being updated to provide investigation results. Physical evaluation of the complaint device could not be conducted (it was not recovered during the procedure and was left to pass naturally through the patient's gi tract). The device history record (DHR) for the complaint device could not be reviewed as the lot number was not provided. Olympus does not ship any device that does not meet all design and quality specifications. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. The definitive cause of the user's experience cannot be determined. Based on investigation finding the following are likely contributing factors: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Also, according to the information provided, doctors commented that the cover may have been loosely fitted. Therefore, it is highly probable that it was not sufficiently attached to the scope.